Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional malfunctions that are non-reportable are as follows: due to clogging of nozzle, the water supply volume, air supply volume, water removal ability, and the amount of water contact did not meet the standard value. Due to wear of angle wire, bending angle in up direction and the play of up/down (u/d) knob was out of the standard value. The adhesive on bending section cover (a-rubber) had a chip and crack. The adhesive around light guide (lg) lens was peeled, image guide (ig) protector and connecting tube had a scratch, lg lens had a chip, the connecting tube had a scratch, and the plastic distal end (c-cover) had a dent. The customer cleaned, disinfected, and sterilized the device before returning to olympus, and flushed the air/water nozzle with air and water and a detergent solution. The device was wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object came out of the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.